Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Only the pump was returned. Under microscopic observation, contamination was found within the pump. The pump was not functionally tested. The pump passed the leakage testing.